Event description:
The reporter stated the surgeon inserted a (B)(4) collamer single piece lens in the patient's right eye. Lens was found to be defective after insertion into the eye. Lens was removed with no patient injury and replaced with another lens, same model and size. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted then further information is available.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation: method: lens work order search. Results: visual inspection of the returned product found the lens was returned in 4 pieces. The optic and both plate haptics are torn apart. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. Ref number (B)(4).